Manufacturer narrative:
The device has not been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient had a lead migration. The hcp has planned to remove the 3778-60 leads, leave device implanted. Then, send the patient to a neurosurgeon for a surgical lead implant using existing device. The patient came to the hcp office 4 days prior to the planned surgery on the event date, with a raised area on the back over lead incision. Blood tests showed, "white count was normal." Upon opening back incision, cloudy drainage came out of raised area. Cultures were taken of both back incision and the generator pocket. The entire system was explanted due to infection. The lead and stimulator were sent to the hospital for pathology for analysis. Upon removing the leads, the hcp noted that the titan anchor was not intact. The metal part was still on lead and the plastic casing was disconnected from the metal part. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.